Event description:
It was reported by service report that the scale was inaccurate and fluctuating when 50 pounds was placed on it. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: load cells.